Event description:
Multiple admits for hemolysis (ldh>500); admit last month for ldh>1900. Treated with integrilin and high ptt dose argatroban. Ldh trended down to approx 1400 range. During that admit, pt had aki, hypotension, increased power consumption. All resolved except for ldh and pump exchange was planned.